Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the in-situ plate cutter broke intra-operatively, while trying to cut a plate. No medical intervention, delay of surgery, or adverse consequences were reported for this event.

Manufacturer narrative:
Correction: even though the device evaluation was anticipated, this device was lost in transit on its way to the investigation team in freiburg, germany. The reported event that the ¿in-situ cutter broke apart¿ could be confirmed based on the photo provided by the sales representative, showing that a piece of the blade has fractured off. However, as it was not returned to stryker freiburg for investigation, a detailed inspection of the device including e.g. A metallurgical examination was not possible and a root cause could not be determined. According to the risk management file, possible root causes could have been exemplarily: ¿ fatigue over lifetime. ¿ application of unintended load .¿ inadequate user handling. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive action is deemed necessary at this time. If further information regarding the event will be received, the complaint will be reopened and .the result revised. Device lost in transit to freiburg no evaluation conducted.

Event description:
It was reported that the in-situ plate cutter broke intra-operatively, while trying to cut a plate. No medical intervention, delay of surgery, or adverse consequences were reported for this event.